Event description:
It was reported that the product does not infuse medication. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Pump passed all functional tests with no issues with no noticeable external damage. The reported issue could not be confirmed as no faults were found with the pump. A manufacturing device history records (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).